Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the catheter could not deflect to the specification. The catheter was exchanged to complete the procedure. There was no patient consequence reported. The device was inspected and the tip transition was found broken. Internal parts were observed exposed. The tip was found damaged with stress marks and the polyurethane (pu) margin peeling. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter handle was opened; the puller wire was found broken. Then, the catheter outer diameter was measured and failed due to the damage observed. A manufacturing investigation was performed due to the damage on the tip transition and it was concluded that this issue is not related to the process of manufacture since there is enough evidence that the device was manufactured in accordance with documented specification and procedures. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the damage observed could be related to the handling of the device. However, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30026340m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster product analysis lab noted a broken catheter tip. During the procedure, the catheter could not deflect to the specification. The catheter was exchanged to complete the procedure. There was no patient consequence reported. This event was assessed as not reportable. Since the catheter was unable to deflect completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the device for evaluation and noted on december 29, 2018, that the transition between the tip lumen and the shaft was rough and cracked all the way around with metal exposed approximately 7.3 cm from the distal end of the tip dome. Internal parts were exposed and polyurethane (pu) margin was peeling. In addition, the tip lumen was bent and twisted on the proximal side of ring #4 leaving white stress marks. The returned condition of the transition between the tip lumen and the shaft was rough and cracked all the way around with metal exposed and the polyurethane (pu) margin peeling was assessed as reportable. The awareness date of this reportable finding is december 29, 2018.